Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a spinal fusion the blue coag button remained activated even when surgeon released finger on the button. The activation sound and coagulation continued with or without the button on the hand piece being pressed. To resolve the issue the handpiece was unplugged. There was no delay. There was no patient impact. The cause of the issue was that the coag button would not turn off after the surgeon released.